Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure before applying local anesthesia, after turning on the power of the generator and after the self test, an error (impedance test failed) was generated. Although the power was turned off and turned on again, the problem was not solved and the procedure was stopped.